Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The user attempted to change pads on the patient multiple times but were unable to see the ECG signal on the patient due to the device remaining in lead view. The device passed functional testing using the returned accessories. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.